Event description:
Device 2 of 4. Reference MFR report #s 1627487-2011-00866, 1627487-2011-00868 and 1627487-2011-00869. The pt received an scs system for low back and right upper buttock pain including an ipg, three percutaneous leads and a lead extension on (B)(6) 2008. It was reported although the pt felt stimulation where needed, his scs system was explanted because it failed to provide effective pain relief.

Manufacturer narrative:
Eval: results: two leads of this model were received. Both devices were kinked with all conductors broken. The stimulation and terminal end of the devices were normal. Due to the returned condition of the leads, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.